Manufacturer narrative:
The customer's meter was returned for investigation. Meter failed to power on. Visual inspection of the meter revealed a cracked display starting from the far right side and spanning across the meter to the left side. The fracture pattern indicates a user error. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter had an issue with the meter display on coaguchek xs meter serial number (B)(4). The customer stated there is a black splotch on the middle right side of the meter display. The customer performed a display check and stated there were missing segments in several fields of the display including the result field. The customer stated that when pressing the m button to access the meter¿s memory nothing displays. The customer stated the meter has not been dropped or cleaned with any liquids or solutions. The customer confirmed no results were reported incorrectly prior to the display issue and no results have been obtained on the meter since the display issue occurred.

Manufacturer narrative:
The customer has not returned the product for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.